Manufacturer narrative:
Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was found in a confused state by his/her son at 4:00am. The patient was taken to the emergency room on (B)(6) 2017. Of note, the patient had been seen in the clinic on (B)(6) 2017 and was found to have been stable at that time. In the emergency room, a head computerized tomography (CT) scan revealed an intracranial bleed with a midline shift. The patient was noted to be drowsy, non-interactive, aphasic and with right hemiparesis. In addition, the patient was noted to have a mean arterial pressure of 85mmhg requiring admission to the intensive care unit and treatment with a nipride infusion. At 6:30pm, the patient¿s pupils were noted to be fixed, had seizure activity and his/her airway was obstructed. The patient was pronounced dead at 6:44pm. No further information has been provided.